Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED battery pack was expired. Troubleshooting of the AED identified it is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED battery was expired and depleted. They reported that this did not occur during patient use.